Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. It is unknown if there was reported patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. No additional information is available. This involved a colleague infusion pump with a user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, it was determined that the root cause of the reported condition was assigned to depleted batteries due to use/user error.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a battery issue was confirmed and duplicated during product evaluation. The cause of the reported condition was determined to be depleted main batteries. The main batteries and harness were replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.